Event description:
It was reported, that the patient received a blood glucose result of 189 mg/dl on the accu-chek guide blood glucose monitor. This result is considered low for the patient as her normal blood glucose result is around 200 mg/dl. The patient tested on her tandem insulin pump a minute later, and the blood glucose result was 300 mg/dl. The patient experienced symptoms of nausea and weakness, so she had a friend take her to the hospital, which is around 45 minutes away from her house. The patient was treated with an unknown IV at the hospital. The blood glucose results at the hospital were not provided. The patient was admitted into the hospital until (B)(6) 2023.